Manufacturer narrative:
Patient identifier of multiple ids (B)(6). ID (B)(6) is date of birth (B)(6), gender female. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated (B)(6), confirmed (B)(6) architect hbsag qualitative results on samples when processing on the architect i2000sr analyzer. ID (B)(6) generated architect hbsag (B)(6) ((B)(6)) and architect hbsag qualitative confirmatory confirmed (B)(6) ((B)(6)). A different sample from the same draw generated (B)(6) architect hbsag qualitative results. ID (B)(6) generated architect hbsag qualitative (B)(6) ((B)(6)) and architect hbsag qualitative confirmatory confirmed (B)(6) ((B)(6)). A new sample generated (B)(6) architect hbsag qualitative results. ID (B)(6) generated architect hbsag (B)(6) ((B)(6)) and architect hbsag qualitative confirmatory confirmed (B)(6) ((B)(6)). The sample was sent to a reference lab with (B)(6) results (unknown method). No impact to patient management was reported. No specific patient information provided for ids (B)(6).

Manufacturer narrative:
The field service engineer (fse) was dispatched to inspect the analyzer. Multiple service parts were replaced; however, the fse considered the replacement of the manifold kit valves for both wash zone 1 and wash zone 2 to be the likely cause for the issue. A review of the analyzer service history found no contributing factors on or around the date of the complaint. There have been no subsequent contacts from the customer regarding discrepant results since the manifold kit valves were replaced. A review of a 12 month search for similar complaints identified no adverse trend of the valve, manifold kit. A review of the i2000sr tracking and trending data revealed no systemic issues or adverse trends associated with the erratic results described in this complaint. The i2000sr erratic result rate is within acceptable limits with no trends identified. A review of the product labeling concluded that the issue is sufficiently addressed. No systemic issue or deficiency was identified.